Event description:
It was reported that the patient has a lot going on with his system. The myopore lead s/n (B)(4) is currently hooked to the atrial port of the l121 but positioned on the lv. The myopore lead s/n (B)(4) is plugged into the rv port of the l121 and located on the lv. S/n (B)(4) is failing. They will be going into the or to "crack his chest." The caller was not sure what they were going to do but they may remove the failing epicardial lead.